Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the device deliver a complete cutline? No. Did the device deploy staples? No. Was the cut line and staple line equal in length? Not able to confirm how much it cut. Were the staples the proper b form shape? No staples seen.

Event description:
It was reported that during a laparoscopic appendectomy procedure, it says the device fired but staples did not engage. This was the first firing with a gold cartridge. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p55d5x. The analysis found that one psee60a device was returned with no apparent damage and with a gst60d partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.